Manufacturer narrative:
Bilateral patient reported pain and limited range of motion in the left knee. A procedure is planned to perform manipulation under anesthesia and to replace the knee cap. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Bilateral patient reported pain and limited range of motion in the left knee. A procedure is planned to perform manipulation under anesthesia and to replace the knee cap.